Event description:
It was reported that a patient had a device implant and a "botched surgery" by a doctor "who lost his license". The reporter stated that the doctor reinstalled and broke the stimulator in the back of the patient's neck, cut him open three times, and reinserted the paddle lead 52 times. It was unclear when the surgery occurred. It was reported that the patient had a pain level of seven out of ten for the past four and a half years and was "in the same spot" for the last eight years. It was unclear if the patient had the device during this time. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).